Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 361mg/dl and a correction bolus was delivered to address the bg level. A pump system check was performed and the occlusion was found to be within the cartridge. During the pump system check, a new cartridge was loaded and insulin was successfully resumed.